Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a compromised force sensor system alarm and that insulin squirted out during manual prime. The customer was disconnected during prime. The customer's blood glucose reading was 270 mg/dl. The customer did not find any other problems. Customer was advised to return their device and it would be replaced.